Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump after he first received it. Customer thought that either the tubing was kinked or there was a site issue. Customer did not wish to troubleshoot. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.